Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had been hospitalized on (B)(6) 2014 with hypoglycemia. The reporter alleged that after the patient had gone through the prime steps while disconnected from the pump, but after reattaching, felt the pump priming again. The reporter stated that the pump primed an unknown amount of insulin into the patient. The patient reportedly had a blood glucose level of around 30 mg/dl and was treated with intravenous glucose and a glucagon injection. It was reported that the patient had lost consciousness as a result of the inadvertent infusion. This complaint is being reported based on the allegation that the patient experienced a severe hypoglycemic event as a result of the pump inadvertently infusing the patient with an unknown insulin dosage.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.